Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photos were reviewed and the indicated failure mode for gel airbubbles with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that prior to use air bubbles were discovered in 3 tubes with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from spanish to english: the gel of the tube 367986 is observed in bad conditions.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use air bubbles were discovered in 3 tubes with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from spanish to english: the gel of the tube 367986 is observed in bad conditions.